Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, they are having belt slip errors. The surgical procedure was completed successfully. There was no blood loss and no adverse consequences to the pt.

Manufacturer narrative:
This complaint could not be confirmed, the root cause is unk. The field service representative (fsr) could not reproduce the belt slip problem. The fsr tightened the belt, after finding that the belt tension was too low. The unit then tested to specifications with no noted belt slip errors. This report is being submitted to the FDA as a result of a retrospective review of product complaints.